Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 06, 2026, with lot number 2032231. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right-side. Device was explanted.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right-side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Abbvie did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Abbvie is implementing a plan to address the increased volumes.